Event description:
The customer alleges his powerchair caught on fire while he was driving inside his home. There were no injuries or property damage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Photos were provided and it appears the cable was damaged and taped by the customer; this is a failure to follow instructions in the owner's manual regarding maintenance, service and repair. Pride is replacing the powerchair because we are uncertain what effect these modifications may have on the product in the future. A follow up report will be submitted upon completion of investigation.